Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited one non-sustained ventricular episode in storage, which was observed to be noise. A save to disk and electrograms have been sent to boston scientific technical services (bsc ts) to be analyzed. Subsequently, additional information was received that after reviewing the save to disk, bsc ts noted one episode of oversensing on the ventricular channel that resulted in greater than two seconds of asystole. The physician elected to reprogram the rv sensitivity to 1.0 mv. There were no adverse patient effects reported.